Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, that the c-arm began moving on its own and went all the way to the e-stop switch. The user site reported that both c-arm switch panels were replaced but the c-arm continued moving on its own. No patient or user injury was reported. Hologic field service engineers (fse) were dispatched to investigate the device and observed that the logs of the device displayed that the right switch was engaged for over 30 seconds and the c-arm was rotating to detents. The fses reported that the c-arm was stopping and moving until it hits the limit stop. The fses replaced the c-arm interface board and gantry control board, confirmed the system no longer autorotates past detents, and verified that the system is now operating according to manufacturer specifications. No further information is available at this time.